Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient¿s nurse described the area as red and oozing open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied powder and ointment for the open wound. Follow up indicated that the open wound improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.